Manufacturer narrative:
(B)(4). The device was returned with the hypotube separated. Additional information received from the account indicated the separation occurred during preparation for shipment. The reported inflation issue was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulty was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities for the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the distal left anterior descending artery with moderate tortuosity and moderate calcification. A 2.0x12 mm mini trek rx balloon dilatation catheter (bdc) was advanced toward the target lesion, the bdc was inflated and the bdc failed to inflate. There was no interaction of devices. The bdc was removed and a same size mini trek was used to continue the procedure. The lesion was ultimately treated using an unspecified stent. No other device/procedural issues were noted. There was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.